Event description:
The user facility reported that during set up for a knee arthroscopy procedure and after the lg1050 autoclavable light guide was connected, the scrub nurse placed the end of the light guide against the patient's knee with only the sterile drapes between it and the patient resulting in a small full thickness 3rd degree burn to the right knee. The burn was washed and cooled and a plaster was applied along with the standard arthroscopy dressing of velaband and crepe bandage. The (B)(6) years old, female patient was discharged the next day with no long term adverse effect reported. At the time this event occurred, there was no indication that the light guide failed in any manner. The device was placed back into circulation and is currently still in use. Follow-up with the user facility dated (B)(6) 2013, revealed that the patient was unconcerned at the time and was offered a plastic referral by the consultant surgeon, which she declined. The report also stated that the patient has since been seen in the clinic and remains unconcerned about the burn area.

Manufacturer narrative:
As reported, the facility owned three (3) lg1050 light guides when this incident occurred, and it is not known which of the 3 was used during this case. As a result, 3 complaints were generated for each light guide owned by the facility (lot #114262, #114322, and #114364). Based on the incident description, misused of the device by inadvertently placing the light guide on the patient's knee was the cause of this reported event. To date, none of the 3 light guides have been returned to conmed and are still being used at this user facility. A review of the complaint history shows there have been no reports of serious injury or death related to this device. Conmed linvatec light guides are provided non-sterile and must be sterilized before use. See instructions for cleaning and sterilization. To reduce the risk of patient injury, the device instruction manual provides the following warnings: - do not use in the presence of flammable anesthetics, gases, disinfecting agents, cleaning solutions, or any material susceptible to ignition due to electrical sparking. There is a possibility of explosion. - do not use in surgical procedures requiring direct illumination of the eye. High intensity light output from the light guide or endoscope may cause severe eye injury. Always point light guide or endoscope toward floor when not in use. Burn and/or fire hazard: - use of the light guide can cause the scope tip to get hot as a result of high intensity light. Do not allow the light emitting end of the light guide to contact either the patient, the surgical drape, or any other flammable materials (e.g., gauze, etc.). This can ignite the drape and potentially cause severe burns to the patient and/or operating room personnel. - the distal end of the light guide may become hot to the touch during use. Avoid hand or tissue contact and/or reduce light source brightness setting to avoid high temperatures at this area. An education letter will be sent to the user facility to reiterate the importance of following the IFU precautions/warnings to prevent the incident from recurring. Device is still being used at facility.

Manufacturer narrative:
The initial medwatch report, which was submitted on (B)(4) 2013, indicated that all three (3) devices were still being used at the user facility and had not been returned for evaluation. However, on (B)(4) 2014 two (2) of the devices were received for evaluation and thus prompted this follow-up report. An evaluation and testing of the two returned light guides lot #114262 and lot #114322 found both units performed as intended with no abnormalities noted. The operator also confirmed that if the light guide was disconnected from the scope, the end of the light guide does generate heat and if it was left unattended on the drape and/or patient, it could ignite the drape and potentially cause severe burns to the patient and/or operating room personnel. Based on the evaluation findings, there were no defects noted on either of the returned light guides and user error by placing the light guide on the patient was the cause of this reported injury. To date, the 3rd light guide lot #114364 remains in use and has not been returned from the user facility for evaluation. To reduce the risk of patient injury, the device instruction manual provides the following warnings: - do not use in the presence of flammable anesthetics, gases, disinfecting agents, cleaning solutions, or any material susceptible to ignition due to electrical sparking. There is a possibility of explosion. - do not use in surgical procedures requiring direct illumination of the eye. High intensity light output from the light guide or endoscope may cause severe eye injury. Always point light guide or endoscope toward floor when not in use. Burn and/or fire hazard: - use of the light guide can cause the scope tip to get hot as a result of high intensity light. Do not allow the light emitting end of the light guide to contact either the patient, the surgical drape, or any other flammable materials (e.g., gauze, etc.). This can ignite the drape and potentially cause severe burns to the patient and/or operating room personnel. - the distal end of the light guide may become hot to the touch during use. Avoid hand or tissue contact and/or reduce light source brightness setting to avoid high temperatures at this area.